Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as touch contamination by not wearing a mask, not washing the hands, and not cleansing the area prior to pd. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event during the hospitalization period. After nine days of hospitalization for the peritonitis event, the patient was discharged. On unreported date(s), the patient was treated with unspecified intravenous (IV) antibiotic(s) (medication, dosage, frequency, and duration not reported) after discharge from the hospital for the peritonitis event. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.